Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. Programming changes were performed. There were no patient consequences. Prior to this interrogation the left ventricular lead exhibited diaphragmatic stimulation. It was noted that the patient was hit on the implanted site multiple times. Programming changes were performed. On (B)(6) 2020 the lead exhibited loss of capture. Programming changes were performed. There were no patient consequences.